Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : a2dr01 ipg, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that about one month post implant, the right ventricular lead had no capture and sensing of r waves had decreased. The lead was programmed off and a lead revision was scheduled. During the lead revision procedure, the patient experienced tamponade. Pericardiocentesis was performed, and the lead was revised and remains in use. No further patient complications have been reported as a result of this event.